Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had metal coming out of the distal end of the scope. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No new customer allegation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that fatigue and component failure ultimately led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.